Manufacturer narrative:
The catheter was discarded after the procedure. The lot number was not available to review the device history record. Other devices were used in the case. The cause for the reported tamponade is unk. The design has been validated to meet the buckling load requirement (simulation of force required to perforate tissue). Catheters are 100% inspected in-process and at final inspection for electrical and mechanical integrity to ensure they met the specification requirements. As stated in the instructions for use (IFU), vascular perforation is an inherent risk and that the catheter shouldn't be forced into the vessel.

Event description:
Tamponade (details not available).